Event description:
Patient revised due to osteolysis, polyethylene wear, and loosening of the stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related manufacturing, materials or sterile deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Regarding the reported loosening and poly-wear, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since july of 2001. The investigation is not able to confirm or make a conclusion regarding sterility of the locking ring. The investigation has determined that CAPA has been established to better identify manufacturing dates and sterility expectations to prevent shipment of expired products. Further corrective action is not indicated at this time. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.